Event description:
On 11/3/98, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: during the time the plaintiff worked at hosp, she came into contact with latex and latex-containing gloves. Plaintiff has suffered physical injury and damage and has contracted severe and irresistible type-1 latex allergy.